Event description:
It was reported that resistance was encountered during the process of transfer, although the subject stent passed the hub, but the subject stent delivery wire would not advance further. The subject stent got stuck and was prematurely deployed within the microcatheter shaft. The stent and the microcatheter was removed. There was a surgical delay of 30 minutes due to the reported event. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that resistance was encountered during the process of transfer, although the subject stent passed the hub, but the subject stent delivery wire would not advance further. The subject stent got stuck and was prematurely deployed within the microcatheter shaft. The stent and the microcatheter was removed. There was a surgical delay of 30 minutes due to the reported event. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date: updated, d4 gtin: updated, h3 device evaluated by mfg: updated, h4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the lumen/hub of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was noted to be intact. All 3 marker bands were present on both ends of the stent. The stent was noted to be deformed at the proximal (closed cell) end. The stent delivery wire (sdw) was kinked/bent at the distal end. The introducer sheath distal tip was noted to be intact. Blood was observed within the microcatheter while advancing a 0.0158" mandrel from the distal end of the microcatheter in order to remove the stent. During functional inspection, the stent was unable to be deployed by advancing the sdw. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent deployed prematurely during use' was confirmed during device analysis. The remaining reported event 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. It was reported that 'the transition of the stent to the microcatheter was being performed. The stent was properly prepared and appeared to be in perfect condition. The stent delivery sheath was advanced through the hemostatic valve up to the hub of the microcatheter. Although some resistance was felt, it passed the hub, but the delivery wire did not advance any further. It was observed that the stent was stuck at the entry of the microcatheter, so the affected microcatheter was removed'. In responses to the follow-up questions, it is clear that great care was taken when aligning the introducer sheath inside the microcatheter hub. However, the dfu instructions were not followed as the replies state that after the introducer sheath was correctly positioned, the rotating hemostatic valve (rhv) vent cap was not tightened to prevent movement. The rotating hemostatic valve (rhv) vent cap was fully open when the stent was being transferred into the microcatheter lumen. The stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter. Part of the stent was also present inside the microcatheter hub. Once removed, the proximal (closed cell) end of the stent was noted to be deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was returned and was noted to be kinked/bent towards the distal end of the wire. If the rhv vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement after it has been correctly positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into and through the proximal section of the microcatheter, resulting in possible damage to the stent and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action, as the stent begins to transfer into the moulded hub of the microcatheter, the distal bumper of the sdw can slip through the stent, leaving part of the stent deployed prematurely inside the proximal section of the microcatheter. This is aligned with the event description and the analysis findings and the available information relating to this complaint. In addition, the presence of blood within the proximal section of the microcatheter suggests that insufficient continuous flush may have been a contributing factor in the case of this complaint device. The reported event ¿stent difficult/unable to transfer', ¿stent difficult/unable to advance or pullback through catheter' and ¿stent deployed prematurely during use' as well as the analysed event ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿sdw kinked/bent¿ in the grid below will be assigned user error as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but the rhv vent cap was not tightened on the introducer sheath. This most likely led to inadvertent proximal movement of the sheath during stent transfer.